Manufacturer narrative:
(B) (4). The other two promus stents mentioned are being reported under this same medwatch report number. In this case, there was no reported deficiency. Death is a known adverse event as listed in the promus instructions for use (IFU) and no fault risk assessment matrix (ram). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling

Event description:
Device issue: none. Adverse event: death. Onset of adverse event: three days post implantation. It was report that three promus stents were implanted in the left circumflex (lcx) to left anterior descending (lad) artery including lmt. Ivus was performed after pre-dilation and it was confirmed that the stents were apposed well. The kissing balloon technique was performed to dilate the stent strut and perform post-dilation fully. However, the patient condition suddenly changed three days later, and the patient passed away. The physician commented that the possible root cause of the patient's death could be pulmonary [pulmonic] embolism. No additional event or patient is available.